Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl, bupivacaine and dilaudid at unknown concentrations and doses via an implantable infusion pump. The indication for use was chronic low back pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient was being overdosed so let the pump run dry. The pump was alarming; it was especially noticed whenever the patient burped or farted. The caller stated that when the pump would alarm and he would feel 'real sick' with withdrawal symptoms. It was reported that the pump started to stick out and was 'trying to push out of my skin' for the last couple of months, but seemed to begetting worse. It was noted that the patient had been to the emergency room several times due to the pump issues. No further complications have been reported as a result of this event.